Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the headend right siderail would not lock in place. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.